Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, a broken luer on the oxygenator manifold was noticed. *no known consequence or impact to the patient. *product was not changed out. *procedure completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4761 - access port. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1069 - break. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The actual sample was not returned; however, photos were provided showing the yellow non vented luer cap, on the manifold, being broken. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production and packaging processes. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Broken luer on the oxygenator manifold.